Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was lost at the facility. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. (B)(4).

Event description:
It was reported a dissecting tool broke in a craniotomy procedure while the flap was turned. The surgeon removed the broken piece without difficulty, and no fragment was left within the patient. There were no patient symptoms or complications associated with the event. On follow up it was confirmed there was no patient impact. The facility reported the tool was lost and would not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.